Manufacturer narrative:
The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. Additional information will be provided once the investigation has been completed.

Event description:
It was reported that there was an incorrect pressure reading potentially leading to excessive pressure.

Manufacturer narrative:
The product was returned for investigation and the failure mode will be monitored for future reoccurrence. It is reported that pneumosure insufflator is idefect: pneumosure was indicating no pressure. Surgery was performed till the end. Apparently no adverse events for the patient. The failure alleged in the complaint record was not confirmed/duplicated during the product investigation. The probable root cause could be a missing o-ring on the adapter which could have caused fluctuations in pressure and may cause the correct pressure to not be indicated correctly on the insufflator.

Event description:
It was reported that there was an incorrect pressure reading potentially leading to excessive pressure.